Event description:
User received questionable ise results for 5 patient samples which were reported outside the laboratory. Results for 5 patient samples were provided; 4 samples were discrepant for sodium. All repeat testing was performed 06/15/2010 on a different modular ise analyzer at this facility. Sample 1, initial sodium gave 134; repeat gave 143 mmol/l. Sample 2, initial sodium gave 133; repeat gave 143 mmol/l. On (B) (6) 2010: sample 3, initial sodium gave 133; repeat gave 143 mmol/l. Sample 4, initial sodium gave 125; repeat gave 136 mmol/l. Corrected reports for all five patient samples were issued using the repeat sodium results. Sodium electrode lot number was not provided. User said she did not believe patients were treated nor had treatment withheld based upon the erroneous results reported out. The field service representative determined fluidics failure as the cause. He replaced components. To verify analyzer performance, calibration, controls and a precision study was run with all results acceptable.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.